Event description:
This ra lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2017. A product experience report was received on (B)(6) 2017 reported that this lead was involved in infection with sepsis. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).